Event description:
Locator broke off inside the implant. Unable to remove the broken locator screw - removed implant at tooth site #22.

Event description:
Locator broke off inside the implant. Unable to remove the broken locator screw - removed implant at tooth site #22.